Event description:
It was reported to philips that the allura system had a start up issue and would display a blue screen after attempting several restarts. The device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon functional testing, fse identified that the hard disk port 1 was damaged in host pc. Fse changed the hard disk port from slot 1 to 2. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.